Event description:
It is reported the pt was revised due to the head disassociating from the stem.

Manufacturer narrative:
Eval summary: the devices were not returned for review, so their conditions are unk. Operative notes are unavailable for review; assembly technique of the femoral head is unk. Attempts have been made to obtain add'l info; however, no info has been received to date. X-rays postoperatively and after head disassociation are provided; a cerclage wire is present. It is unk if the pt experienced any traumatic event or violated any post operative tha indications causing or contributing to the disassociation. The liner used is a constrained liner, which holds the femoral head in the socket by use of a constraining ring. Cause cannot be definitively determined. Eval codes: it is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence or product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened. Zimmer, inc considers the investigation closed.